Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Diabetes mellitus.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 450 mg/dl at the time of the incident. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The issue was resolved with a set change. The customer stated that they do not want to trouble shoot the issue at the time of the call and do not want to return the reservoir back for analysis.